Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module cut. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module. In addition, our technician confirmed that the light guide cable buckled, the remote control buttons disinfections damage, the root brace rubber (lg connector) disinfections damage, the angle wire worn out, the bending rubber discolored, the insertion flexible tube discolored, the root brace rubber (lg control body) discolored, the lg water supply tubes kink, the lg water jet supply tubes kink, the angulation down angulation decrease, the angulation left angulation decrease, the angulation right angulation decrease, and the angulation up angulation decrease; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout ).